Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Blender replacement corrected the error. All o2 settings are back in range and verified with flow analyzer for accuracy. Ovp (operational verification procedure) performed and it meets manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced blender issues. At this time, there is no information about patient involvement.